Event description:
Silicone implant placed in patient's left breast. During the procedure, the inner layer of the implant ruptured inside the patient's breast. Outer layer of implant intact. The physician immediately removed the implant.